Event description:
It was reported that a spectrum iq infusion pump failed to recognize upstream occlusion during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, he reported symptom of "failed to recognized upstream occlusion" was not reproduced. The device was not tested for upstream occlusion testing due to close clamp reload set alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined however upstream occlusion testing will be performed during the repair process. Should additional relevant information become available, a supplemental report will be submitted.